Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing and intrinsic amplitude out of range. The lead remains in service. No adverse patient effects were reported.